Event description:
Ous MDR - battery depletion was reported about 49 months after the implantation. No adverse patient side effects were reported. The device is under analysis at the moment.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker's memory content was analyzed confirming this observation. The battery status was found to be eri since the (B)(6) 2015, one month after the device was explanted. As a result of the low battery voltage the ability of the device to deliver therapies could not be verified. Therefore the pacemaker was opened and the inner assembly was visually inspected. No anomalies were observed. Subsequent thorough investigations revealed a damaged capacitor, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged capacitor. However, the therapy functions of the device were not compromised as the user was still timely alerted by a warning message. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected.